Manufacturer narrative:
(B)(4). Date sent: 5/22/2023. Batch # 299c67. Additional information was requested, and the following was obtained: was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.): no. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). The sales rep already known. A manufacturing record evaluation was performed for the finished device lot/batch number, a9cc3d, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic colectomy, the knife did not return, and the jaws did not open after every firing, from 1st to 4th firing on feea. Knife reverse switch was used after 1st to 4th firing. The staple was formed properly. Another device was used to complete the case. There were no adverse consequences to the patient. After the operation, the sales rep checked the device with the demo cartridge. The knife stopped on the way of firing. The motor sound could be heard, but the knife did not move forward when the firing trigger was grasped. Knife reverse switch was used to return the knife as the surgeon did during the operation. The staple guide was stopped about the line of 45 to 50mm. The root of connection part on the anvil side was loose, compare to the demo psee60a, it could be moved widely. The jaws were misaligned.

Manufacturer narrative:
(B)(4). Date sent: 6/15/2023. D4: batch # 299c67. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60b reload present. Regarding returned gst60b cartridge reload, it was not the actual complaint reload used during the surgery operation, it was a demo sample by jjkk sales representative, the demo gst60b was found partially fired. In addition, no battery pack and package materials were returned. During the visual inspection, some residual staples and tissues were found in the anvil jaw. The knife was noted to be nicked. Also, when the jaw is in an open position, the anvil jaw was a little wobbly. But this condition is not observed when the jaws are in closed position. The device was tested for functionality in the straight position with a test reload; the staple line and cut line were complete and the staples meet the staple release criteria. However, the firing sequence was not complete. A dry firing was performed several times, but the knife was stopped at the same position. After that, when the firing lever was actuated, it could be heard the sound of the motor for a moment, but the knife did not advance any further. In order to verify the condition of the internal components, the device was disassembled and the end of the retainer channel-proximal was found damaged. Thus this condition did not allow complete the firing sequence. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what caused the damage in the retainer channel. No damage was observed on the jaws and the device opened and closed without any difficulties noted. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number 299c67, and no non-conformances were identified.